Event description:
The spouse of a (B)(6) male, pt, called zoll customer support to report that the pt's battery pack was not holding a charge. The pt was issued a replacement battery pack.

Manufacturer narrative:
Device eval summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (won't hold charge) was confirmed. Upon investigation, the battery pack was unable to recharge or power up a test monitor. The battery cells were nearly completely drained. The root cause for the defective battery pack could not be positively identified but was likely defective battery cells. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.